Event description:
It was reported that the patient underwent a fusion surgery to treat a scoliosis deformity using posterior fixation. During the surgery, the tip of the feeler broke off in the patient. The broken tip was unable to be retrieved, and the health care professionals were not able to determine if the tip was left in the patient or not. The surgery was completed without further incident, and no further patient complications have been reported. A post-op x-ray was done and provided no identification of the feeler tip within the patient.

Manufacturer narrative:
The device has been returned to the manufacturer for evaluation. Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete. A review of the device history records for this device did not reveal any non-conformances to specification or deviations in procedure which might contribute to the reported event.

Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the device history records for this device was not possible without additional device information.

Manufacturer narrative:
The returned part was found broken at the level of the ball tip. No defect has been identified at the level of the breakage. The breakage is consistent with the application of local bending force.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.